Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome, leading to an right atrial (ra) lead dislodgement. The lead was revised and the patient's device was sutured down into the pocket. The lead is still in use. No further patient complications have been reported as a result of this event.